Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan alleging the onetouch ping meter powers off during use. The issue was not resolved with troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.